Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation which confirmed the reported complaint related to inability to hold pressure. Analysis confirmed the leaking of fluid from the y connector. It is likely due to a failure of the bond, allowing fluid to leak out the y connector. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, product deficiency related leaks were noted by manufacturing. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that during a balloon angioplasty procedure of the mildly tortuous, mildly calcified, 80% stenosed, de novo popliteral artery the 2.5 x 80 cm armada 14 balloon dilatation catheter (bdc) was inflated once but could not keep pressure and leaked. There was no reported adverse patient effect. A different armada 14 bdc was used to complete the procedure without issue. Outside the anatomy, the first balloon was noted to be leaking from the distal part of the balloon area. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.